Event description:
In 2003. The pump was noted by the patient to be beeping once intermittently. Two days later. The patient was seen in the clinic and the alarm was heard by the personnel there. The alarm is going off, but the alarm does not show up on telemetry. The pump was refilled. One year later, the pump system was x-rayed and the actual versus expected residuals were checked. The volumes at refill have been correct and the patient is reported to be getting good efficacy. The family and the hcp are considering replacing the pump. The patient is reported not to be showing any signs of therapy change - no withdrawal or loss of control.